Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: pump was returned with scratches on the display lens and a blank screen. Opened pump and screen was found to be cracked. Test display screen operated properly. Unable to perform all steps due to a blank screen. Unrelated to the complaint, the battery compartment was cracked from top traveling to bumper and from bottom traveling to bumper. Threads on battery cap are stripped and are unable to secure. Test battery cap was able to secure and was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was alleged that the pump was scratched. The reporter could not confirm whether the display screen was able to be read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.